Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02580.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02580. It was reported that the patient never had effective therapy on their left side. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced with a paddle lead. Post-operatively, stimulation therapy was restored.